Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they were experienced high blood glucose. Customer stated that the blood glucose was 600 mg/dl at the time of incident. Customer reported that the insulin pump will be returned for analysis.